Event description:
It was reported that the patient experienced inadequate stimulation and discomfort at the spinal cord stimulator (scs) implantable pulse generator (ipg) site. It was noted that the patient recently lost weight which caused the click anchor to become more superficial which is what is thought to have caused the discomfort. The patient underwent a procedure in which the ipg was explanted, and is doing well post operatively. The device will not be returned for analysis as it was disposed of by the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: clik x, upn: m365sc43180, model: sc-4318, serial: no information, batch: no information.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: infinion 16. Upn: m365sc2316700. Model: sc-2316-70. Serial: (B)(6). Batch: 16854953. Brand name: n/a. Upn: m365sc3400300. Model: sc-3400-30. Serial: (B)(6). Batch: 18361927. Brand name: n/a. Upn: m365sc3400300. Model: sc-3400-30. Serial: (B)(6). Batch: 18361927. Brand name: infinion 16. Upn: m365sc2316700. Model: sc-2316-70. Serial: (B)(6). Batch: 16854953. Brand name: clik. Upn: m365sc43160. Model: sc-4316. Serial: null. Batch: 18691404.

Event description:
It was reported that the patient experienced inadequate stimulation and discomfort at the spinal cord stimulator (scs) implantable pulse generator (ipg) site. It was noted that the patient recently lost weight which caused the clik anchor to become more superficial which is what is thought to have caused the discomfort. The patient underwent a procedure in which the ipg was explanted, and is doing well post operatively. The device will not be returned for analysis as it was disposed of by the facility.